Event description:
During an in clinic follow-up, noise and oversensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead conductor fracture was observed on the rv lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.